Event description:
During a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Visual inspection of the returned device shows that the tension spring components are inside the deployment tube. The complaint is confirmed.